Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, broken battery tube threads and cracked case near display window corner. (B)(4).

Event description:
Customer reported that she had blood glucose of 128 mg/dl and his insulin pump is cracked at the reservoir compartment. Advised to discontinue use, return the insulin pump and to revert to a back up plan. Nothing further was reported.